Event description:
It was stated that the customer passed away while wearing the insulin pump. The cause of death was unknown and still under investigation. It was stated that the investigation may take two to three months. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.